Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the returned lot number, m5110t626, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The position of the thumb valve appeared to be fully upright (closed). The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue, and suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled upward (closed) position. This did not stop the suctioning. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Patient code: no known impact or consequence to patient, (B)(4). Device code: device operates differently than expected (B)(4). Upon completion of the investigation; a follow-up report will be filed. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the respiratory director that when he was exchanging the closed suction catheter, the thumb valve would not lock and was leaking. There was no patient adverse effects. No other information is available at this time.